Event description:
The non-functioning interstim needed to be removed so patient could have an MRI. The generator was extracted. There were two leads coming to the generator, one was attached, one was tied to the attached lead. Using fluoroscopic guidance, they were able to identify where the two leads were making a bend down to their respective s3 foramina. The leads were pulled out at the bend. The left hand lead pulled out fairly easily and on fluoroscopy it was noted that one of the four contacts were left within the s3 foramina on the patient's right hand side. All four contacts were left in the s3 foramina with the remaining wire to these leads extracted intact. It was decided after consultation with neurosurgery, and medtronics rep to leave the retained fragments.